Event description:
Device malfunction: none, time of malfunction: during the procedure, symptoms/ae: stroke/death. The following event was noted through a periodic article review. A study was performed to evaluate the impact of increasing age on anatomic factors affecting carotid angioplasty and stenting in 133 patients. Reportedly, one death occurred in a patient that sustained a hemorrhagic stroke after receiving periprocedural abciximab (platelet-receptor blocker). The article lists the rx acculink system along with 3 other competitor stent systems used for the carotid procedures (cas). The article does not correlate the reported patient outcome to a specific stent system (specific manufacturer not identified). The systems used were, abbott rx acculinks/rx accunet, boston scientific wallstent/epi filterwire, cordis precise/ angioguard; endotex nexstent and medtronic guardwire for the cas procedures. No additional information was available.

Manufacturer narrative:
This report involves a study noted in an article. No device was available for analysis. The part and lot number was not identified; therefore, a device history record review could not be performed. Attachment: peter l. Faries, md; titled, "the impact of increasing age on anatomic factors affecting carotid angioplasty and stenting". Journal of vascular surgery 2007; 45: 875-80.